Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the office was refilling the pump on (B)(4) 2018. The hcp checked the pump status a couple days ago and the empty reservoir alarm had occurred. On (B)(4) 2018 the patient was refilled. The patient missed his refill appointment. The programmer was suggesting a bridge bolus as the drug concentration was changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 80 mg/ml unknown morphine at a dose of 18 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient's pump was alarming on (B)(6) 2018 and the patient had withdrawal symptoms starting on (B)(6) 2018. The patient missed a refill of the pump. The hcp was having the patient come to the office on (B)(6) 2018 for a refill. No one had interrogated the pump to confirm the actual alarm. No further complications were expected or anticipated.